Event description:
It was reported that a therapeutic hydrothermal abalation procedure was performed in 2005. At 8 minutes into the case there was a fluid loss and the machine alarmed and paused for inspection. The doctor noticed that the 4x4 gauzes he had placed on the speculum were wet and he removed them but did not dry the remaining standing fluid. He started the machine again and completed the ablation, after which he noticed some blanching. He applied silvadene cream and also gave an antibiotic and vicodin for pain management. The next day at the follow up he could only do a limited exam due to patient pain. The following day he was able to examine patient with a speculum, he saw patient the next day and again 3 days later. After that patient changed doctors. Patient also went to an ER and a burn center. The burn center diagnosed patient with cervical, vaginal and external labial second degree burns. Patient was treated with keflex and silvadene cream. The new doctor found patient was in urinary retention and has distortion in the right labia. He catheterized patient and treated patient with estrogen cream vaginally and silvadene cream externally. Patient responded to the treatments and is doing better.